Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that no external powers alarms, while the mobile power unit was utilized, were revealed during technical services reviewed the submitted log files. Additional information was request, however was not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed with the log file submitted on november 26, 2019. The log file captured no external power alarm events on (B)(6). The system was connected to the mobile power unit. According to the voltage values, there was a loss of power from the mobile power unit during each event. Power was restored shortly after, and the alarms cleared. Attempt was made to obtain additional information from the customer regarding the event; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial # unavailable) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. No further information was provided. The manufacturer is closing the file on this event.